Manufacturer narrative:
Correction information: g6: follow up #1. H6: coding changed based on the investigation result. We couldn't investigate because the device was not returned. If additional information becomes available, a supplemental report will be filed with the new information.

Manufacturer narrative:
If additional information becomes available, a supplemental report will be filed with the new information.

Event description:
During use, the user found: the image was dark and could not turn bright; the angle steel wire became long; the angle was tight;there was a dent in the sheath, the sheath of light guide part was damaged. Lt was unable to use. There was no report of patient harm.